Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that patient had a non-displaced clavicle fracture (patient fainted and woke up with extreme pain). Ae update on (B)(6) 2022 - clavicle fracture is not healing, now a non-union. The patient was treated to stay in sling passive range of motion.

Event description:
It was reported that patient had a non-displaced clavicle fracture (patient fainted and woke up with extreme pain). Ae update on (B)(6) 2022 - clavicle fracture is not healing, now a non-union. The patient was treated to stay in sling passive range of motion.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The opinion of the medical expert was requested and stated as following: "clavicular fractures are rare in reverse shoulder arthroplasty. Since this nondisplaced fracture occurred years after arthroplasty, it is most likely a stress fracture [...] Factors that might play a role are: aging of a female patient with increasing osteopenia/osteoporosis (likely), longstanding tension on the anterior part of the deltoid muscle being transferred to the clavicle (likely), change in patient activities with more repetitive load on the shoulder (unkwown) [...] A fracture with the fracture parts making contact in their anatomical position is usually a fracture that occurs due to low-energy trauma or repetitive trauma [...] Since the etiological factor is not addressed, healing of this stress fracture might not occur at all". More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.